Event description:
Soring group received a report that during a procedure, the clinician was unable to access the centrifugal pump menu to activate the electrical remote tubing clamp. The clinician power cycled the centrifugal pump control panel, which allowed the clamp to be activated. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf on sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.